Event description:
The patient contacted animas on (B)(6) 2014 reporting that the pump emitted occlusion alarms. The patient stated that their blood glucose (bg) was in the 400¿smg/dl. The reported bg was not indicative of a serious injury and does not meet the animas criteria of an adverse event. This report is being made due to the occlusion alarms.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.